Manufacturer narrative:
Investigation results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sterile barrier breach with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that label was torn between the device and the protective cap on a bd vacutainer® eclipse¿ blood collection needle breaking the sterile barrier. There was no report of exposure, serious injury or medical intervention.